Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and being treated with antibiotics. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home therapy clinic on (B)(6) 2023 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated per pdrn) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) cefepime daily and ip vancomycin every third day for 21 days (dosages not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2023, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and is very close to completing his prescribed course of antibiotics. The pdrn attributed causality to poor hand hygiene. The patient admits to frequently disconnecting and reconnecting during ccpd therapy to use the restroom without performing proper hand hygiene. The patient has been reeducated. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.